Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised seat is split down the middle on back side. Enduser advised issue happened over time and noticed water coming out. Enduser advised currently still using transfer bench. Enduser advised purchased unit from (B)(4). Conferenced enduser with (B)(4) at (B)(4) and she advised will assist enduser. Enduser aware should not be using unit. Enduser advised enduser could not provide any further information.